Event description:
It was reported that "surgeon was using initial locking cap inserter for radius and upon provisional tightening of the locking cap, the locking cap saddle broke away from cap constraint into 2 pieces."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.